Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size at the time of implant is unknown. It was reported that the vessel was severely calcified. It was reported that due to the short and severely angulated aortic neck the stent graft migrated. The stent graft was explanted about a month later. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.